Manufacturer narrative:
Date rec'd by MFR: 22jun2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The manufacturer's field service engineer (fse) replaced the touchscreen. A touchscreen was return for analysis. During further investigation (fi), failure analysis on the returned touchscreen revealed that the measured resistances are out of specification. Root cause: the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported event date not specified; estimate used.